Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 163866: 28 items manufactured and released on 17 october 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the femur was fractured. The cause of the fracture is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.